Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because the lot number was not provided. Based on available information, the reported incomplete coaptation appears to be related to patient condition (existing pacing leads and/or cardiac event caused incomplete coaptation over time). The reported dyspnea, edema, and tricuspid regurgitation are cascading events of the incomplete coaptation. The reported patient effects of dyspnea, edema, and tricuspid regurgitation, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on an unknown date, a triclip procedure was performed to treat tricuspid regurgitation (tr) with an unknown grade. One clip was successfully implanted, reducing tr to an unknown grade. On an unknown date, the patient returned to the hospital due to shortness of breath and an edema. Imaging showed the implanted clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 3.